Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a right primary hip surgery, the nurse opened a 54mm adm cup and when the black impactor tip was inserted into the 54 cup screwed onto impactor tip, cup could not be removed from the impactor. Causing surgeon to use a different type of cup to complete the case. There was 5 min. Surgical delay in the case but the case completed without any other incidents.

Manufacturer narrative:
Corrected data: device available for evaluation/device evaluated by MFR- the device was not returned for evaluation. An event regarding a disassembly issue involving an unknown shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device and operative reports are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that during a right primary hip surgery, the nurse opened a 54mm adm cup and when the black impactor tip was inserted into the 54 cup screwed onto impactor tip, cup could not be removed from the impactor. Causing surgeon to use a different type of cup to complete the case. There was 5 min. Surgical delay in the case but the case completed without any other incidents.